Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 38 mm synergy¿ drug-eluting stent was selected for use. However, during preparation, when the stent protector was carefully removed, the stent was caught with the protector and the stent got stretched. The procedure was completed with another of the same device. No patient complications nor injury were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Stent is damaged and stretched. The 4 most proximal stent strut rows were undamaged. The remainder of the stent was damaged and stretched distally such that the distal end of the stent was distal of the device tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found slight tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x38mm synergy¿ drug-eluting stent was selected for use. However, during preparation, when the stent protector was carefully removed, the stent was caught with the protector and the stent got stretched. The procedure was completed with another of the same device. No patient complications nor injury were reported.